Event description:
It was reported the leading haptic of the intraocular lens (iol) distorted as it was being implanted during cataract surgery. Reporter stated the lens had been improperly loaded into the insertion system. The iol was immediately removed and a new one implanted. The incision was enlarged and a suture placed to close.

Manufacturer narrative:
(B) (4). The lens was received and the inspection confirmed a bent haptic and a partially cut optic. The iol met all manufacturing specifications prior to release. Our investigation reasonably suggests this event is not manufacturing related.